Event description:
The device was returned to the third-party service center for investigation. During evaluation, evidence of foam particles were found in the assembly. The device was scrapped per customer request.